Event description:
Patient reported implant rupture with an unknown side. Healthcare professional reported left side capsular contracture baker grade ii. Patient representative reported '¿pain, pressure feeling in the breast and ribs area¿, textured exchange due to the patient's concerns with the device, and the following non-device related events: ¿numbness in the arms and legs¿, ¿loss of appetite, weight loss, brain-fog¿, ¿bii symptoms¿, and "fatigue". Healthcare professional later reported rupture, silicone leakage, and baker grade IV for the capsular contracture diagnosed via MRI report. This relates to the left side. The device has been explanted. Supplemental #1 under MFR# 9617229-2020-19196, previously reported event of "silicone migration" was to be removed according to medical safety and will now be unreported.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-19196. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, capsular contracture baker grade IV, and textured exchange due to the patient's concerns with the device. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV. Clarification to supplemental #1 under MFR# 9617229-2020-19196, previously reported event of "silicone migration" was to be removed according to medical safety and will now be unreported. Laboratory analysis summary the device related to the reported events of varied injuries, rupture, pain, malaise, capsular contracture, anxiety-product/procedure and decreased sensitivity was received on (B)(6) 2025, with lot number 2753275. Based on the product analysis performed, the assessments of the complaint codes are: ¿ varied injuries: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as an unidentified (tear) opening. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ malaise: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ decreased sensitivity: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.